Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: device has been forwarded from international depot to xomed; not yet received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that the tube was not checked for patency prior to intubating the patient for a thyroidectomy.

Manufacturer narrative:
Product evaluation: the device was received for analysis. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The murphy eye was present and the distal end was angled, both contained the proper orientation to the main tube. Functionally, the cuff would fully inflate and deflate 5 times with no issues. There was no occlusion of the inside diameter of the main tube while inflated or deflated. The 7mm tube measured 7mm using a scale. There was no fault found with the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: analysis results are not available; the device has not been returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ¿after introduction of the lead of intubation the patient suffered a desaturation. After several maneuvers of a uscultation¿ and before the patient worsened, it was decided to change the lead [tube]; however, ¿the balloon was impossible to deflate so the lead [tube] was removed with the balloon partially inflated¿. There were ¿many difficulties to remove the lead¿. The patient was re-intubated and re-ventilated without immediate consequences. There was no reported patient impact.